Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high impedance was noted on the lead. The physician suspected a lead malfunction. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.1cm. Analysis was normal. No anomalies were found.